Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan to report the one touch ultramini meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The reporter noted that in (B)(6) 2012, the patient obtained the error message error 2 upon test strip insertion into the reported meter; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient manages his diabetes with insulin pump therapy. On (B)(6) 2012, the patient experienced the symptom of diabetic coma; his blood glucose level was tested to be 700 mg/dl in the emergency room. The patient was admitted to the ICU till (B)(6) 2012. Troubleshooting revealed the test strips were correct. It was also revealed the patient's testing technique was incorrect by powering on the meter prior to inserting the test strip, which can cause error messages. The meter test strips and control solution were replaced. The patient's technique was incorrect, and there was no evidence the reported meter was not functioning appropriately. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the meter issue occurred, and was hospitalized, this complaint is being reported.